Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient began to experience phrenic nerve and/or diaphragmatic stimulation from the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.